Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection revealed a loose header on the device. Microscopic visual inspection found some marks on the header due to explant. Although evidence indicates external stress may have been a factor in the header becoming loose, the cause of the abnormality was isolated to insufficient bonding between the medical adhesive and the titanium casing. Manufacturing enhancements were implemented in 2003 to make the bond more robust. The enhancements have decreased reports of this type. It was noted, that pacing, sensing and shocking functions were verified through testing.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) system started amiodarone; therefore, a defibrillation threshold (dft) test was performed. The boston scientific field representative consulted with technical services related to questions regarding shock delivery and markers that were noted on the strips. It was determined that the first shock from the device and an external shock failed to convert the patient. Another stat shock was then delivered through the device which converted the rhythm. Additional information was received that a competitor's subcutaneous lead was then implanted to help improve dfts. With this addition, dfts were successful at 31 joules. At that procedure, this ICD was replaced as it was nearing replacement, and the physician did not want the patient to have to undergo another procedure in the near future. There were no allegations related to the function of this device. No adverse patient effects were reported.